Event description:
Greenlight laser fiber broke on first use. A second one was opened by representative, and it also broke. A third laser fiber was opened. The first 2 laser fibers were the same lot number and expiration date. No harm to the patient